Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No motor error alarm and no excessive no delivery alarms noted. The device passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. It also had a scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. Blood glucose value is unknown. It was stated that the device did not have damage and was not exposed to a magnetic field. The customer was able to rewind. It was stated that the motor error alarm occurred more than once in 30 days. Troubleshooting could not be completed due to the mother not having the insulin pump at the time of the call. The device was returned for analysis.